Event description:
It was reported that the device was at eri (elective replacement indicators), and it had depleted to rapidly. The device is to be replaced. No patient complications have been reported as a result of this event. Additional information received that the device has been explanted and replaced.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted.